Event description:
A customer reported a minimum fill notification. There was no adverse impact on the customer's blood glucose level. Initially, the customer attempted to reload the same cartridge, but it did not resolve the issue. Following instructions from technical support, the customer used an alcohol wipe to clean the pump's pneumatic tap area and was guided through properly filling and loading a new cartridge onto the pump. This resolved the issue, allowing the customer to place the pump back in its case and resume insulin use.